Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. The fse replaced display controller pcb assembly and cable, main pcb to display pcb and checked out unit. The fse does not recommend the use of non-OEM parts and cannot guarantee the performance of units making use of non-OEM parts. The unit passed all calibration, functional and safety tests performed. The unit was returned to the customer and cleared for clinical use.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had a distorted display. The monitor would cause unit to alarm steady tone and display would be red. T is unknown the circumstances under which the event occurred. It is also unknown if there was patient involvement, however there was no adverse event reported.